Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2009. During the procedure, the motor was bogging down when rotating in the clockwise direction. The procedure was able to be completed with the same unit with no adverse patient consequences. After the procedure, the cpc coupler was found to be loose. The customer tightened it and has since returned the unit back into service without any further performance issues.

Manufacturer narrative:
(B)(4). (B)(4). Damage to drive connector or coupling. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the batch met all finished goods release criteria.